Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a kinked cannula issue on (B)(6)2026.the patient experienced high blood glucose levels of 428 mg/dl. The patient received treatment with correction bolus via pump. No further information is available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.